Event description:
The dental implant fx4510swc was removed on (B)(6) 2018 due to failure to osseointegrate 6 months and 24 days after implantation. The doctor noted periodontal disease and bone resorption during surgery. The patient has history of diabetes. The patient has recovered without complications.